Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Review of the motor start report and the controller log files revealed motor start events recorded on (B)(6) 2021 at 11:15:08, on (B)(6) 2022 at 09:46:41, on (B)(6) 2022 at 22:18:10, on (B)(6) 2022 at 16:55:26, and on (B)(6) 023 at 18:24:30 in which the motor start parameters were atypical. Log file analysis also revealed one (1) controller fault alarm logged on (B)(6) 2024 at 22:28:22, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. One (1) vad disconnect alarm was then logged on (B)(6) 2024 at 23:56:56, indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. As a result, the reported controller fault alarm and atypical motor start parameters were confirmed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Review of log file data revealed motor start events with parameters outside of the typical range. It was also reported that the controller exhibited a controller fault alarm due to internal battery end of life. The vad remains in use and the controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2019 / serial#: (B)(6). UDI #: (B)(4). D9: no. H3: no. H4: mfg date: 24-apr-2018 h5: no  h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.